Event description:
Account states pt in recovery, post op vomited profusely, suction used, but error had been made and suction and pt tubing attached incorrectly. Approximately 1 liter sucked into tubing clogged filter and suction ceased to work. Pt aspirated on own vomit and died.